Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient would like to have their implant removed. Patient stated that the reason they wanted it taken out had nothing to do with their symptoms. They reported they found out the medication they were taking was preventing them from peeing, which was the reason they had been implanted. Patient reported they had some symptom relief at the start, but they did not have symptom relief after that. Patient also reported their patient programmer no longer worked, they clarified the batteries went dead and when they tried replacing them it still would not power up. Patient was redirected to their healthcare provider. Additional information was received. The patient reported they had the device removed a couple of years prior. They stated the main reason for removal was to get an MRI, however they also mentioned it didn't work anymore at the time of removal.